Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There was no evidence of blood. The left side and the right side standard blades were returned. A visual inspection was performed. There were no defects or any non-conformities observed with the left side blade. The platform release latch on the right side blade was detached and returned. The latch was observed for any cracks and defects. There were no visual nonconformities observed with the latch. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "detachment of the device or device component". A certificate of conformance was reviewed for the platform release latch. The vendor certifies that the product lot meets and conforms to the specifications and requirements applicable.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, ultima opcab system, standard blade user noticed that a part of the device was not correctly fixed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. No patient was involved.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, ultima opcab system, standard blade user noticed that a part of the device was not correctly fixed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.